Event description:
The following information was provided: it was reported that the patient's right knee was revised due to tibial loosening (no cause or contributor for loosening was reported to the rep). A titanium baseplate and insert were revised. Rep confirmed there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.